Event description:
Procedure: esophagus. According to the report: when the surgeon used a ceea25 to do a esophago-anastomosis, the stapler did not fully close the tissue. The surgeon oversewed the tissue to finish the case. There was extension in the surgery time of 30 minutes. There was no patient injury reported.